Event description:
The customer reported that the system would not boot up and there was a precharge error message displayed on the system. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A system cable was replaced. The system was then found to be operating as intended.